Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited loss of capture. There was no observation of asystole. A lead revision was performed and this rv lead remains in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited loss of capture. There was no observation of asystole. It was identified via fluoroscopy that the lead was dislodged. A lead revision was performed and this rv lead remains in service. No additional adverse patient effects were reported.